Event description:
The reporter stated, the surgeon inserted a cq2015a collamer aspheric three piece lens. Lens tore on insertion into the eye. Lens was removed with no patient injury. There were two lenses that tore on this same patient. See MFR #2023826-2010-01007, for the other lens. A third lens, same model different size 18.0 was implanted. The reporter stated, the surgeon used a competitor's injection system, which has not been approved by the manufacturer for use with this lens model. The reporter stated, they are aware that using this injection system is off-label use.

Manufacturer narrative:
(B)(4).